Event description:
During meniscal tear repair, the trigger on the handle would not advance forward and therefore the second t could not be used. The suture was cut and the first t remained in the pt. A 30-minute delay was experienced and a back-up device was available to complete the repair. No pt injury was noted.

Manufacturer narrative:
Device has not been returned for eval.